Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the mildly calcified unknown artery. The physician used a 1.50mm x 15mm maverick² balloon catheter and was able to cross the lesion. However, upon first inflation at an unknown pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).